Event description:
Caller reported that pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer was informed that insulin on board and max hourly bolus were reset to zero when the pump turned off, and they acknowledged understanding. Customer resumed insulin.